Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. (B)(4). Device evaluation: visual analysis of the photographs identified: device patch with lot number 2573639, red particle material on the shell, opening on radius, red tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Physician reported left side "implant rupture with silicone leaking". Device has been explanted.